Event description:
Patient reported their dental crown has become loose, and their gums feel itchy and bleed. This started after using the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.